Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (2 of 4 complaints) this lab is experiencing overfilled citrate tubes. They have pulled random tubes from several shelf packs and most of them are overfilling, and some are close to the bottom of the cap and are acceptable.

Manufacturer narrative:
H.6. Investigation: bd ids received 20 samples and 1 photo from the customer facility for investigation. The photo does not show the customer¿s indicated failure mode of ¿overfill¿. The customer samples were evaluated and the customer¿s indicated failure mode of ¿overfilling¿ with the incident lot was not observed as the tested samples met the required specifications. Water fill testing was conducted on 10 customer samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (2 of 4 complaints) this lab is experiencing overfilled citrate tubes. They have pulled random tubes from several shelf packs and most of them are overfilling, and some are close to the bottom of the cap and are acceptable.